Event description:
It was reported that when about to change the tube, the clear plastic film that covers the foam cuff had become detached from the main tube. Moisture has entered the foam and as a result there is what appears to be damp black specks on the foam.

Manufacturer narrative:
Corrected data: corrected data: b1-adverse event and product problem; h1- serious injury.